Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed no drips from the end of tubing , after performing a fill tubing with 100 units of insulin, while using a new cartridge and infusion set. Customer's blood glucose level was not impacted. Customer was able to install new tubing, and successfully resume insulin therapy.